Event description:
Rptr feels that all home pregnancy tests should have a warning that if known ovarian cysts are present, the test results are inaccurate and the consumers who buy the products are wasting their money.